Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain. It was also stated that the hip was dislocated intraoperatively and femoral head was removed. Then the 58 mom liner was removed without incident. A hole eliminator was implanted and 36x58n altrx liner was inserted. Upon looking at femoral head that was removed, the titanium sleeve was not within the 40 ceramic head and the sleeve remained on the trunnion of the femoral stem. The surgeon tried to remove the titanium sleeve but was not able to remove because it seemed to be cold-welded on femoral stem trunnion. The surgeon then decided to have a 36+5 ts ceramic head open (patient has 36+5 head on other sided). The titanium sleeve was removed from the 36 ts head and was implanted over the femoral trunnion with previous femoral sleeve still on. Doi: unknown; dor: (B)(6) 2017 left hip.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.